Event description:
Devilbiss healthcare received a complaint of "no suction" involving a devilbiss suction device. There was no report or evidence of illness, injury or medical treatment associated with the complaint. The device was returned to devilbiss for evaluation, where it was determined the unit was unable to produce vacuum pressure to the minimum specification. The root cause of the low suction condition was the umbrella valve having dislodged from the compressor cylinder. Devilbiss has an active CAPA associated with the valve/cylinder complaint.